Event description:
In this event it is reported that a promark apex locater gave incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The information received is the device will not be returned for evaluation. However, the lot number/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
The battery is not holding a charge causing unit to stop reading. The pcb passed all tests. Unit went to a full charge with new battery and stayed full. All other parts check ok.